Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). During the procedure, rotablation was finished when the rotawire 330 cm guidewire position had moved down in the side branch of the lad. When trying to remove the advancer and wire using dynaglide, it was noted that the wire was stuck. The distal portion of the radiopaque tip snapped off and was unable to be retrieved; the detached portion was left in the side branch of the lad. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
B3. Date of event: used 1st day of the aware date 10/01/2023 as the event date was not reported.